Manufacturer narrative:
One pump was returned for analysis in good condition. The pump was inspected and a cassette was attached to the pump and the pump exhibited a "wrong cassette pump won't run" alarm. Further investigation of the pump found sign of fluid ingression around the downstream occlusion sensor. Fluid ingression was determined to be the root cause of the reported observation. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a wrong cassette alarm. No adverse patient effects were reported.